Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was not booting up. Review of the logfile shows ippc pc was not booting up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system was not booting up normal, tried to turn host pc on but system would not boot up. On further troubleshooting, fse found flat detector ps was not turning on, and control room monitor not powered on due to blown fuse, replaced the fuses but the system bootup issue persists. To resolve the issue, the fse replaced the ippc and 3 hard drives and reloaded software and back up. The defective parts were sent for analysis, for ippc no malfunction was found. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The system was not in clinical use at the time of event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.